Event description:
Per information provided: (B)(6) 2012 ¿ patient had bilateral hernia repair with (non-bard/davol) implant of 3x6 inch surgipro polypropylene mesh on the left and a symmetrical 3x6 inch polypropylene mesh on the right (no product identifiers provided and there is no mention of the alleged bard mesh implanted in 2012 as was alleged in the initial legal claim). (B)(6) 2016 ¿ patient had recurrent bilateral inguinal hernia and underwent implant of 2 perfix plugs. Patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with the implant of perfix plugs (device #1, #2). Per operative notes, ¿on right, ilioinguinal nerve was dissected. A large recurrence was found lateral to cord and a large perfix plug (device #1) was placed into defect and sutured. Then, onlay mesh was sutured to pubic tubercle using sutures. On left, medial recurrence was repaired using a perfix plug and onlay keyhole mesh (device #2) which were placed and sutured to shelving edge of inguinal ligament.¿ attorney alleges mesh migration, mesh shrinkage and pain.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Note, the date of event (16-jul-2025) is considered to be the best estimate. This emdr was submitted to represent the bard/davol perfix plug (device #2). Additional supplemental emdr represents the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.